Manufacturer narrative:
The catalog number has not been cleared in the us but is similar to the crosser cto recanalization catheters products that are cleared in the us. The pro code and 510k number for the crosser cto recanalization catheters products is identified. Manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one 14s crosser cto recanalization catheter was returned for evaluation. Sample appeared to be clean. Twisting were observed proximal to the distal tip of the catheter. The distal tip appeared to be separated from the outer catheter but still attached to the inner core wire. Based on the findings, the investigation is confirmed for the identified material twisted and material separation issues as twisted catheter and distal tip material separation was noted during visual evaluation. However, the investigation is inconclusive for the reported device-device incompatibility as no functional testing could be performed due to the condition of the sample. A definitive root cause for the reported device-device incompatibility and the identified material twisted, material separation issues could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. (Expiry date: 05/2022).

Event description:
It was reported that during recanalization procedure, the guidewire could not advance. The procedure was completed by using another catheter. There was no reported patient injury.